Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the clinic with non-sustained ventricular oversensing episodes. Upon review, crosstalk was observed. Patient is pacing dependent, therefore reducing atrial pacing is not an option. No programming changes were made. No further information was provided.

Event description:
New information states that the crosstalk issue has not been resolved. The patient has not experienced any inappropriate therapy and is in stable condition.